Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the main keypad of their device was unresponsive. In this state the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to duplicate the reported issue. The depot technician found that the keypad connector cable was damaged, and replaced it to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The keypad connector cable was sent to the product assessment center (pac) for further evaluation. The pac tech verified the issue and determined that manufacturing caused the damage to the cable.

Event description:
The customer contacted stryker to report that the main keypad of their device was unresponsive. In this state the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.